Event description:
It was reported that a patient experienced bacterial peritonitis manifested by abdominal pain and ¿colicks¿ for two days coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. On an unreported date, the patient was retrained in proper aseptic technique for performing pd therapy. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4): the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported the cause of the peritonitis was unknown (previously not reported). The patient was not hospitalized for the event (previously not reported). The patient was treated at home with intraperitoneal vancomycin one gram every five days for two weeks and intravenous fortum one gram once daily for two weeks. Dianeal and extraneal therapy remained ongoing (previously not reported). At the time of this report, the patient had recovered (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.